Event description:
The customer reported to olympus, the screen of the rhino-laryngo videoscope was slow. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the lighting lens fell off. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found an insufficient bend angle, crushed insertion part, scratches on the universal cord and video cable, a chipped and curved rubber adhesive, and scratches on the video connector, light guide connector, video connector case, control unit, switch box, control unit cover, grip, angulation lever, up/down angulation lever plate and angle. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the fallen illumination lens could not be determined. Olympus will continue to monitor the field performance of this device.